Event description:
It was reported that the right ventricular (rv) lead was capped due to a high impedance alert, failure to capture, and high capture thresholds. Additionally, the patient had a slowed heart rate and went to the emergency room. The pacing output was increased to make the pacemaker functional again. The lead was replaced and placed in the left bundle position. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture high oor impedances: b5: describe the event or problem field h6: device codes

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, it was noted loss of capture and high capture thresholds. The patient experienced a slow heart rate and was brought to the emergency room. Reprogramming options were performed to make the pacemaker functional. A revision procedure was performed, and this rv lead was explanted and replaced. No additional adverse patient effects were reported.